Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "unknown error messages" could not be confirmed. However, during service and repair, device failures were found, but were not related to the reported event. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device was displaying unknown error messages. The device was being used during surgery. There was no user or patient injury or medical intervention. It is unknown if delay occurred. There was no additional information provided.